Manufacturer narrative:
(B)(4). Foreign: (B)(6). The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately twelve months after initial knee procedure due to pain and instability.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. One picture was provided of the explanted articular surface showing the device partially covered in blood and tissue. Additionally, the superior side of the device is yellowing where the femoral component would contact the articular surface. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.